Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6), 2012, this pt underwent treatment of a right common iliac artery aneurysm with gore excluder aaa endoprostheses. It was reported the pt underwent aortic arch replacement with a vascular graft the day before. After a trunk-ipsilateral leg component was implanted, a contralateral leg component was inserted and deployed. Angiography revealed that the contralateral leg component had been deployed outside of the contralateral gate. The physician was able to pull the device down below the gate using a balloon catheter, and a second device was implanted bridging the trunk-ipsilateral leg component and first contralateral leg component. Final angiography showed no evidence of endoleak. The same day, the pt experienced multiple cerebral infarcts. No further adverse events were reported.